Event description:
Per home monitor transmission: "comment: unscheduled remote transmission: no. Vt/vf episodes; no therapy. Red alert: voltage was too low for projected remaining capacity. Replace device immediately. (B)(6) apprised."